Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing of the minute ventilation (mv) feature signal was noted on this pacemaker. There were also episodes of far-field r-wave oversensing noted. The patient was reportedly asymptomatic and no adverse patient effects were reported. This pacemaker remains in service.